Event description:
During the preparation of debridement utilizing a versajet, the hand-piece didn't complete its self-priming. The problem was solved by exchanging the hand-piece. There was no delay. No patient involved.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable cause may be a connection fault, obstruction of fluid or kinks in the high pressure tube, no batch/lot number has been provided a document review cant be performed. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required. (B)(4).